Event description:
It was reported that an ilet user experienced an ¿insulin occlusion¿ alarm approximately one hour after starting pump therapy, coincident with the infusion set anchor point detaching from the body; the user replaced the infusion set and related supplies except the cartridge, reconnected, and successfully resumed insulin delivery with a reported blood glucose of 278 mg/dl trending steady. Symptoms included hyperglycemia without additional clinical effects. Outcomes included restoration of therapy following supply replacement and no need for medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an infusion set occlusion associated with set adhesion failure, resolved by replacing the infusion set components. It was concluded, based on previously established findings for similar reports, that the cause was infusion set issue leading to interrupted insulin delivery, with user-guided corrective action restoring function.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.